Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 320 mg/dl. After the alarms, the customer changed the supplies on the pump and the occlusions were resolved. An insulin injection and a bolus were used to address the bg level. Tandem customer technical support (cts) was unable to determine a possible cause for the past occlusions. As the customer and pump were not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the current occlusion was unable to be performed.